Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log but could not be determined if they were true or false. The downstream tubing guide was found to be out of specification and requires adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement. No additional information is available.